Event description:
(B)(4) distributor, reports that one hospital has seen four infants during two months experience skin damage (on one occasion to the point of ulceration) following use of hydrogel electrodes in conjunction with the olympic cfm 6000. This has occurred for two types of hydrogel electrodes (cfm hydrogel electrodes and soft e electrodes). This has also occurred with more than one olympic cfm 6000. (B)(6). Duration of electrode use was 1 to 7 days. Electrodes were replaced every 24 hours. Electrodes were held in place with an elastic bandage.

Manufacturer narrative:
(B)(4) covidien was notified of this customer complaint and reported that there have been no raw material or gel formulation changes with the hydrogel and no trend in skin irritation complaints. The hydrogel has been biocompatibility tested per iso (B)(4). The cfm hydrogel labeling states: "there is the possibility that pts may experience skin irritation at contact points with the electrodes." However, the extent of skin damage reported here was beyond that of skin irritation. There have been no other complaints of this nature from other customers in (B)(6), the u.s. Or other countries. One possible cause is pt skin sensitivities / allergies. Since the issue occurred at this single hospital with multiple electrodes, multiple cfm devices and for multiple infants, the issue may be related to something the hospital is doing in preparing or monitoring their infants. One possibility is excess pressure applied to the skin by their technique of securing the electrodes in place with bandages. However, no clear root cause has been determined for this event. Natus medical incorporated has no corrective actions planned but will continue to monitor all customer feedback for the cfm hydrogel electrodes and olympic cfm 6000 and will review for reportability and trends as appropriate.